Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead moved slightly that caused hiccup sensation with the patient. The symptom was alleviated by programming, however, the patient could still feel it when laying on the left side. Boston scientific technical services (ts) then explained likely experience phrenic nerve stimulation from lv pacing and referred back the patient to the clinic for symptoms. Additional information was received indicating that reprogramming was done. In addition, low amplitude and pacing impedance out of range was noted. To date, the lead remains in service. No adverse patient effects were reported.